Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the left anterior descending (lad) coronary artery. A 3.5x26mm rx graftmaster covered stent was implanted and the perforation was sealed. There were no device issues and no delay. The patient expired the same day due to cardiac arrest, but the exact cause of the cardiac arrest was reportedly unable to be determined and it was unable to be confirmed by the site if patient health was declining toward death on initial presentation. In the opinion of the physician, use of the graftmaster did not cause or contribute to patient death. No additional information was provided.